Manufacturer narrative:
(B)(4). The device reported, (B)(4), is an abbott product that is marketed internationally which is the same or similar to a device, (B)(4), that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required info from the source.

Event description:
Same case as # 1527460-2010-00114 and # 1527460-2010-00118. The complainant reported an under-delivery. The intended amount was 295 ml and the actual amount of product was 195 ml.